Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 17 events were reported for this quarter. 17 devices were received for evaluation. 14 events were confirmed during testing. 14 devices were found to be affected by disassembly and missing components. 1 event was not duplicated during testing; the device was found to be within specifications. 2 device evaluations are in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 17 malfunction events in which the device disassembled. 14 events had no patient involvement; no patient impact. 3 events had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 previously reported events are included in this follow-up record.   Product return status: 2 devices were received for evaluation. Evaluation status: 2 reported events were confirmed during testing. 1 device was found to be affected by a detached trigger and missing trigger component. 1 device was found to be affected by a cracked trigger housing. 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 17 </noe> malfunction events in which the device disassembled. 14 events had no patient involvement; no patient impact. 3 events had no known patient involvement or patient impact.